Event description:
Additional information was received, it was reported the patient had been working with their hcp regarding the stimulation issue. Patient stated they'd tried reprogramming 4 times, and the last time was 4-5 days ago representative. Patient repeated that an x-ray had shown that one lead had fallen down on the right side, but they were wanting patient to try the latest reprogramming for a couple weeks. Patient said if that reprogramming didn't work, the next step was to go in and realign the lead. Patient confirmed stim was still working on the left side.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). Caller states that since implant, the system has been working on their left side but not their right. Caller states it could be an issue with one of the leads. Pt also reports since implant having intermittent success with connection. Agent reviewed considerations, reviewed how to reset communicator. The pt was connected to ins during the call. Additional information received from the consumer reported that they met with their doctor and had an x-ray. After the x-ray the doctor told them the lead may have slipped down. The patient had reprogramming which worked a bit better but now they only have sensation behind the right knee. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6): product type product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-feb-2029, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 25-nov-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.